Manufacturer narrative:
According to the customer¿s report and the technician¿s assessment, the patient fell to the corner of the room while walking. During the lifting attempt using the arjo lift, the patient¿s full body weight was supported by a single clip, and the spreader bar was maneuvered sideways due to limited space in the transfer area. As a result, the spreader bar impacted the wall, which led to cracking of the component. The instructions for use dedicated to maxi twin compact (04.kt.04) instructs users to ensure that all obstacles are cleared prior to use. Contributing factors were identified during the manufacturer's consultation. The device was manufactured on 26 february 2013 and was beyond its specified service lifetime of 10 years at the time of the event. Additionally, the lift had not been serviced by arjo-authorized service personnel, and therefore its service history could not be evaluated. The instructions for use state: ¿a service routine must be performed on the maxi twin compact lift every year by arjo-authorized service personnel to ensure the safety and daily operation of the product.¿ based on the assessment performed and consultation with the manufacturer, the most probable root cause of the spreader bar damage is mechanical overload and impact while using the device in a limited space, combined with the device being beyond its service lifetime and not maintained in accordance with the instructions for use. There is no indication of a design or manufacturing issue with the maxi twin compact floor lift. The arjo lift was not involved in any adverse event, and no injuries occurred. It was clarified that the patient's fall was not related to using the arjo device. Based on the assessment, the spreader bar damage does not meet the criteria for reportability, as it does not represent a scenario that is likely to cause or contribute to a death or serious injury if it were to recur; therefore, the incident will not be reported in the future.

Event description:
The complaint was initially assessed as reportable due to the initial allegation concerning the fall of the patient and unclear information regarding the sequence of events. During the investigation, it was clarified that the patient's fall occurred prior to the use of the arjo floor lift, and that the arjo lift was only used to lift the patient from the floor after the fall. During the transfer, the patient¿s weight was unevenly distributed, causing the lift to strike the wall. As a result, the spreader bar became cracked. No injuries to the patient or staff were reported. Evaluation of the device confirmed no malfunctions other than the cracked spreader bar. The lift was in good condition with some scratches to the leg paintwork.

Manufacturer narrative:
As per the information gathered, the patient's fall was not related to the use of the arjo device. The manufacturer's analysis is currently ongoing to determine the root cause of the cracked spreader bar. The results of the investigation will be included in the final report.

Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. The investigation is ongoing, results will be updated in the final report.

Event description:
It was reported that after the patient¿s fall, facility staff attempted to lift the patient using an arjo lift. During the attempted lift, the spreader bar struck the wall and became cracked. No injuries occurred. Evaluation of the device confirmed no additional malfunctions other than the cracked spreader bar.